Event description:
The service center claimed and returned the instrument to us with an explantion that ac power turned off and turned on when they were testing it by a internal battery. Later, ln vent was recorded.